Event description:
It was reported that the patient dislocated her hip and experienced pain; therefore, she needed to have revision surgery. Patient is currently following up with her surgeon. Patient states that she has been through very difficult times. As per op report patient has had revision surgery on (B)(6), 2012.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
Based on received medical records, it was determined that device involved in the reported event is not a stryker product.

Event description:
It was reported that the patient dislocated her hip and experienced pain; therefore, she needed to have revision surgery. Patient is currently following up with her surgeon. Patient states that she has been through very difficult times. As per op report patient has had revision surgery on (B)(6) 2012.